Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device operated as intended during the evaluation.

Event description:
It was reported that a patient underwent a posterior lumbar interbody fusion procedure on (B)(6) 2014 and a reservoir was connected to a drain. The reservoir worked properly that day, but some time later it was found that the drainage stopped. There were not adverse patient consequences reported.